Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the device was not charging well. The customer stated that the charger battery spring was not damaged. Further information was provided. The customer will discontinue use of the device.